Manufacturer narrative:
Per manufacture: since the product was not sent for examination (also no pictures, etc.) Cannot be determined an exact cause. Due to the age, however, it is assumed that the article has worn out over the years / is tired and thus came to breakage. Product history: no abnormalities. Internal complaint number is (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Product requested but not yet received. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a malfunction with a 28136ds high flow arthroscope sheath. According to the information received the doctor completed a shoulder arthroscopy case on (B)(6) 2023. The follow up x-ray was completed on (B)(6) and found that the top fenestrated peace of the dual stopcock sheath was broken and stayed in the patient's shoulder soft tissue. Patient harm is not known at date of this report. Additional patient information is not available. The patient is scheduled for a second surgery to remove the broken piece.